Event description:
During surgery md was suturing peritoneum with endoscopic curved needle driver. While pushing needle driver through trocar sleeve, the needle came loose from driver. Surgeon was unable to visualize needle through laparascope. X-rays were taken, needle was visualized but surgeon was unable to retreive it through port holes. Patient was transferred to fluro-bed, incision was made, and the needle was removed intact withuse of c-arm. There was no lasting adverse effects on patientdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded. The device was destroyed/disposed of.